Manufacturer narrative:
This event has been reported by the manufacturer under MDR#3002808486-2019-01728.

Event description:
Patient allegedly received an implant on (B)(6) 2012 via left common femoral vein due to pulmonary embolism and deep vein thrombosis (per implant operative report). Patient is alleging embedment, caval thrombosis, retroperitoneal hematoma, tear of ivc wall, tilt, migration, perforation, dvt, thrombosis/embolism, pain and embedment and unsuccessful removal on (B)(6) 2012. Per a CT (computed tomography) scan of the abdomen and pelvis dated (B)(6) 2012, ¿ivc filter predominately lying in left renal vein.¿ per a CT (computed tomography) scan of the abdomen and pelvis dated (B)(6) 2012, ¿ivc filter in left renal vein. Deep venous thrombosis in the left hemipelvis and upper thigh extending up into the inferior vena cava just above the point where the common iliac veins join.¿ per an attempted ivc retrieval operative report dated (B)(6) 2012, ¿I decided that it was most prudent as the clot was extending up through her ivc to place another filter above the clot as she had already had pes. Prior to any intervention in the leg, the risks and benefits of the procedure were explained to her and she consented for the procedure. The filter was noted to be malpositioned. It appeared to be on the outside of the inferior vena cava with three of the four spikes appeared to be within the inferior vena cava. The fourth longest limb appeared to be outside. I then used the snare to snare the limb of the filter that moved although it was somewhat stuck in that position. After trying to move the vena cava filter, there was felt to be some extravasation, I decided to conclude the case with this because of the extravasation it was unsafe to proceed with any thrombolytics in the left lower extremity deep venous thrombosis.¿